Event description:
It was reported that the right ventricular (rv) lead experienced a lead fracture. The lead was reprogrammed and later capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth.